Event description:
It was reported that customer received a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the alarm cleared and customer resumed insulin delivery.